Event description:
It was reported that the rotawire rotated even though it was loaded in the torquer. The target lesion was located in a moderately tortuous and severely calcified unspecified artery. A 1.50mm rotablator rotalink plus was selected for treatment. During withdrawal when the dynaglide mode was activated, the rotawire was noted to rotate even though the wire was placed in the torquer. The torquer was also removed from the docking port when the catheter was removed. It was also noted that the rotawire was entirely engaged in the grooves of the torque clip. It is unknown if the brake defeat malfunctioned. The procedure was completed with the same device. No patient complications noted and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The catheter and the advancer were attached and a rota wire was also returned for analysis. A visual examination of the complaint plus unit was carried out. No issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was attempted to be wire guided using the guide wire returned. The wire guiding of the device was unsuccessful as the annulus of the burr was corroded, and the wire was kinked an attempt was made to wire guide the device with a test sample and this was also unsuccessful due to the damaged annulus. The rotablator plus unit was wet tested, no speed was achieved, the device stalled. The advancer unit was dismantled and a slightly corroded turbine and a melted ultem were evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotawire rotated even though it was loaded in the torquer. The target lesion was located in a moderately tortuous and severely calcified unspecified artery. A 1.50mm rotablator rotalink plus was selected for treatment. During withdrawal when the dynaglide mode was activated, the rotawire was noted to rotate even though the wire was placed in the torquer. The torquer was also removed from the docking port when the catheter was removed. It was also noted that the rotawire was entirely engaged in the grooves of the torque clip. It is unknown if the brake defeat malfunctioned. The procedure was completed with the same device. No patient complications noted and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).